Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The patient reported that they are recharging too often, and it is taking ¿forever¿ to recharge the device. The patient also mentioned that it gets hot during recharging. They stated that they had a spinal fusion on (B)(6) 2016, and since then the stimulation has not been effective. Thus, they have only been recharging the implantable neurostimulator (ins) to maintain the charge of the battery. The rep stated that they are going to reprogram the patient because they are complaining that their stimulation is not effective for their symptoms and pain. It was mentioned that the battery was empty, and the patient was charging it up on the day of the report. The patient indicated that their ins makes them feel ¿jittery.¿ the rep noted that the patient¿s voltages have been 7.5v, 4.0v, and 45hz across two programs. The rep checked recharging statistics at the time of the report, which showed that the patient¿s typical recharge duration was 3.1 hours, and they typically have 8 coupling bars. However, the patient stated that they struggle to get 8 coupling boxes, as well as charge the last 25% of the battery. Patient services reviewed that the last 25% quartile is the longest to charge. Patient services also noted that the patient is averaging 8 coupling bars during their recharging sessions, even though it may be difficult to get 8 bars at first. The rep also stated that all impedances on contact pairs associated with electrode 15 are above 20,000 ohms. They noted that contact pair 15 is not being used in programming. The patient was to follow-up with their healthcare provider to evaluate the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-08-13 reporting that the patient was reprogrammed and was currently receiving better coverage prior to the reprogramming. The patient was re-educated on the recharging process to better understand the capabilities of the recharging system. This was performed in the office on (B)(6) 2017. The system check looked fine. Patient was re-educated on recharging expectations. Patient weight at the time of the event was not available. No further complications were reported.